Event description:
The lay user called lifescan (lfs) on october 1, 2006 and alleged that her meter was not functioning. The medical affairs specialist spoke to the patient several times, but the patient stated that she could not provide the necessary information until she found out when she obtained the meter. The medical affairs specialist has since made attempts to reach her by phone, but was unsuccessful; so, a letter was mailed on october 10, 2006. The patient recently obtained the meter and stated she is new user. She was unable to test on the meter, but she cannot state what the problem was. On the day of the event, the paramedics were called as the patient was having symptoms of weakness, dizziness, sweating, and poor vision. The patient was taken to the hospital and was given medications and injections, but she does not know what she was receiving. The diagnosis is also unk. The patient takes glucophage for her diabetes. It would have been helpful to know how long the patient was unable to use the meter, when her symptoms began, when she went to the hospital, and if her medication was adjusted when the patient was unable to test. The patient did not have her test strips available to troublshoot the meter. The patient stated that she did not know how to use the meter and could not explain what she was wrong with it. This complaint is being reported, as the patient was unable to test on her meter and she later had symptoms and was treated at a hospital. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.